Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that approximately a month post water vapor therapy procedure, the patient is experiencing symptom of atrophy of the testicles, retrograde ejaculation and drop of testosterone levels. The physician stated the patient would not be able to have children. The patient was started on testosterone medication but informed that there is no treatment for atrophy or retrograde symptoms.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that approximately a month post water vapor therapy procedure, the patient is experiencing symptom of atrophy of the testicles, retrograde ejaculation and drop of testosterone levels. The physician stated the patient would not be able to have children. The patient was started on testosterone medication but informed that there is no treatment for atrophy or retrograde symptoms.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. There is no information available to determine the cause for the drop of testosterone levels. Boston scientific has been unable to obtain additional information regarding the device, the procedure and patient current status to date, despite good faith efforts. The reported patient symptoms of atrophy and retrograde ejaculation are known risks associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of atrophy and retrograde ejaculation were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that approximately a month post water vapor therapy procedure, the patient is experiencing symptom of atrophy of the testicles, retrograde ejaculation and drop of testosterone levels. The physician stated the patient would not be able to have children. The patient was started on testosterone medication but informed that there is no treatment for atrophy or retrograde symptoms.